Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-apr-2026, a sales representative reported via email that an ar-18714p-10 y-plate (1.4 mm, 6-hole) was used during a metacarpal fracture fixation procedure performed on (B)(6) 2026. The surgeon successfully fixated the y-portion of the plate into the metacarpal head without issue. During fixation of the shaft portion of the plate, two ar-18714-11 cortical screws (1.4 mm × 11 mm) and one ar-18714v-10 val screw (1.4 mm × 10 mm) fractured at the screw head during insertion. The broken screw fragments remained within the plate holes, rendering the affected holes unusable. For the first two screws, the fractures occurred when the screw heads contacted the plate. The third screw fractured approximately halfway through insertion. The surgeon reported that bicortical drilling and appropriate measurement were performed for the first two screws. For the third screw, a burr was used to remove the remaining screw fragment until it was flush with the plate. Additional information was received on 15-apr-2026: the first two screws referenced in the report were part numbers ar-18714-11 cortical screws (1.4 mm × 11 mm), and the third screw was part number ar-18714v-10 val screw (1.4 mm × 10 mm). The first two screws reportedly broke flush with the bone, and no attempt was made to remove the fragments. To complete the procedure, additional non-arthrex stainless steel screws were implanted. The bone socket was prepared using a drill prior to implant insertion with instrument ar-18700-06. No adverse patient effects were reported during or following the procedure. Additional information was received on 17-apr-2026: the surgery took longer than expected due to screw breakages encountered during the procedure. It is unknown whether additional anesthesia was administered to the patient.